Event description:
It was reported that the patient's right atrial (ra) lead exhibited undersensing resulted in delayed mode switch. The atrial sensitivity was previously adjusted; however, the p waves were still undersensed. No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.